Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus / essure coils identified in the fundus in uterus / one coil migrated into the uterus / migration of essure device/displaced essure devices'), device breakage ('left coil is broken') and gingival recession ('dental problems') in a (B)(6) female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "left coil is bent". The patient's medical history included colposcopy. Patient had used patch for birth control from date (B)(6) 2001 to (B)(6) 2005. Patient had q-placement. Concurrent conditions included hypothyroidism since 2002, fatigue, factor v leiden carrier, pap smear abnormal, intermittent fever, urinary frequency, urinary urgency and endometriosis. Concomitant products included hormones from (B)(6) 2016 to (B)(6) 2016, iodine from 2015 to 2016, sertraline hydrochloride (zoloft) from (B)(6) 2017 to (B)(6) 2017 and steroid antibacterials. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced mood swings ("hormonal changes describe: mood swings") and irritability ("hormonal changes describe: irritability"), 7 months after insertion of essure (ess205). In (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain / pain / frequent, worse at the time of menstrual period"), urticaria ("allergic or hypersensitivity reaction type: hives"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2007, the patient experienced gingival recession (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / frequent, worse at the time of menstrual period"), alopecia ("hair loss"), swelling ("feel swollen") and dysuria ("trouble peeing after a hysto") and was found to have weight increased ("gained 5 lbs since surgery"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2017 and oral surgery). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device expulsion, device breakage, mood swings, irritability, urticaria, gingival recession, swelling and weight increased outcome was unknown, the pelvic pain, abdominal pain and anxiety had resolved and the depression and alopecia was resolving. The reporter considered abdominal pain, alopecia, anxiety, depression, device breakage, device expulsion, dysuria, gingival recession, irritability, mood swings, pelvic pain, swelling, urticaria and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2006: total bilateral occlusion. Migration of essure device. Ultrasound scan vagina - on (B)(6) 2017: total bilateral occlusion. Migration of essure device. X-ray - on an unknown date: left coil is broken and bent and right looks to be too far in uterus. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, device expulsion. Concerning the injuries reported in this case, the following ones were reported via social media: device breakage, device physical property issue. Most recent follow-up information incorporated above includes: on 30-may-2019: pfs and social media received: events: mood swings, irritability, hives, anxiety, depression, device expulsion, device breakage, device physical property issue, receding gums, abdominal pain, pelvic pain, hair loss were added. Concomitant conditions and drugs were added. Lab data were added. Essure removal date and surgeries were added. Reporters were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left coil is broken'), device expulsion ('migration of essure device location of device: uterus / essure coils identified in the fundus in uterus / one coil migrated into the uterus / migration of essure device /displaced essure devices') and gingival recession ('dental problems') in a 26-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "left coil is bent". The patient's medical history included colposcopy. Patient had used patch for birth control from date (B)(6) 2001 to (B)(6) 2005. Patient had q-placement. Concurrent conditions included hypothyroidism since 2002, fatigue, factor v leiden carrier, pap smear abnormal, intermittent fever, urinary frequency and endometriosis. Concomitant products included hormones from (B)(6) 2016 to (B)(6) 2016, iodine from 2015 to 2016, sertraline hydrochloride (zoloft) from (B)(6) 2017 to (B)(6) 2017 and steroid antibacterials. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced mood swings ("hormonal changes describe: mood swings") and irritability ("hormonal changes describe: irritability"), 7 months after insertion of essure (ess205). In (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain / pain / frequent, worse at the time of menstrual period"), urticaria ("allergic or hypersensitivity reaction type: hives"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2007, the patient experienced gingival recession (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / frequent, worse at the time of menstrual period"), alopecia ("hair loss"), swelling ("feel swollen") and dysuria ("trouble peeing after a hysto") and was found to have weight increased ("gained 5ibs since surgery"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2017 and oral surgery). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, mood swings, irritability, urticaria, gingival recession, swelling and weight increased outcome was unknown, the pelvic pain, abdominal pain and anxiety had resolved and the depression and alopecia was resolving. The reporter considered abdominal pain, alopecia, anxiety, depression, device breakage, device expulsion, dysuria, gingival recession, irritability, mood swings, pelvic pain, swelling, urticaria and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2006: total bilateral occlusion. Migration of essure device. Ultrasound scan vagina - on (B)(6) 2017: total bilateral occlusion. Migration of essure device. X-ray - on an unknown date: left coil is broken and bent and right looks to be too far in uterus. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, device expulsion. Concerning the injuries reported in this case, the following ones were reported via social media: device breakage, device physical property issue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.